Event description:
It was reported that after a diagnostic neurointervention (endovascular radiology) procedure, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, during thumb advancer deployment, the entire device glided outside the vessel and the puncture site with the locator wings remaining deployed. Manual arterial compression and a mechanical compression device were applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. Once removed from the patient anatomy, an attempt to deploy the clip was successful. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The customer reported that a femoral angiogram was not performed prior to use of the device. A femoral angiogram is required to determine the location of the arteriotomy puncture within the common femoral artery. The femoral angiogram would alert the physician to a too high or too low location, both of which have the potential to result in an adverse patient impact as indicated in the instructions for use.

Manufacturer narrative:
(B)(4). Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device did confirm the reported device issue. Based on a review of the available information, no product deficiency was identified. Reportedly, the customer reported that a femoral angiogram was not performed prior to the procedure. The starclose se instructions for use state to perform a femoral angiogram to verify the location of the puncture site. Perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or the presence of arterial wall dissection.